Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the computer for the imaging system, power switching board and interface (umbilical) cable were replaced. Unrelated to the reported issue, the upper rear cover was replaced due to normal wear and tear. The imaging system then passed the system checkout and was found to be fully functional. The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer was unable to complete the startup sequence. The suspect umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was unable to complete the startup process. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.